Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4), description: linear st lead, 70cm; model #: sc-4316 lot #: 16684159 description: next generation anchor kit sterile.

Event description:
A report was received that the patient had high impedances following a fall. Physician confirmed that the fall caused the leads to be damaged. It was also reported that the patient's ipg was not holding a charge following a procedure which the patient believed that electrocautery was used. The patient will undergo a revision procedure wherein the leads and ipg will be replaced. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001)

Manufacturer narrative:
Additional information was received that the patient's previous surgery wherein electrocautery was not related to the scs device. The patient underwent a revision procedure wherein the leads and ipg were replaced. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had high impedances following a fall. Physician confirmed that the fall caused the leads to be damaged. It was also reported that the patient's ipg was not holding a charge following a procedure which the patient believed that electrocautery was used. The patient will undergo a revision procedure wherein the leads and ipg will be replaced. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual (B)(4))